Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain in hip, when seated, with standing, weight bearing and when walking. Inability to exert resistance in staight or raised leg reported.